Event description:
It was reported that the implantable pulse generator (ipg) was taking longer to charge and had to be charged frequently. It was also noted that the stimulation was causing problems in the legs. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.